Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught in the chordae which resulted in a leaflet tear and is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitral valve jet location was in the lateral aspect of a2/p2, with a posterior leaflet flail. Visualization was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve leaflets, and grasping was easily performed; however, there was no reduction of mr. Multiple grasping positions were tried in an attempt to reduce the mr; however, during these attempts, the clip became caught in the posterior leaflet chordae. Standard troubleshooting was performed, and the clip was freed; however, the flail appeared to be larger, and it was suspected that the posterior leaflet was torn. The clip was successfully deployed with good insertion, and the mr was reduced to 3-4 and there was dramatic improvement of the v-wave. After the clip was deployed, the gradient was 5. The procedure was completed with one clip implanted, reducing the mr to 3-4, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove clip delivery system (cds) from anatomy (clip caught on chordae) appears to be related to user technique/procedural circumstances due to suboptimal imaging quality. It is possible that the patient anatomy contributed to the reported difficult to remove; however, this cannot be confirmed. The reported patient effect of tissue damage appears to be a result of chordal entanglement and; therefore, procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.